Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a loss of prime. There was no indication that the product caused or contributed to an adverse event. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.

Manufacturer narrative:
The lot number associated for this case is c200002.

Manufacturer narrative:
(B)(4). Device evaluation: the returned cartridge was evaluated by product analysis on (B)(4) 2014 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.